Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter display was too "dark and small," therefore she "mistakenly took the time on the meter as her reading" and the product was powering off during use and the meter reading was not communicating with her insulin pump. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(6) 2012. The patient reported the alleged issue occurred on (B)(6) 2012 at 4:30am. The patient reported she was unable to see the reading on the meter due to it being too small and dark, therefore mistakenly took the time on the meter as her reading. The patient reported using insulin pump therapy to manage her diabetes. The patient reported entering "430" into her insulin pump manually, since her insulin pump and meter were not communicating properly and gave herself a large bolus. The patient reported "standing at the refrigerator and thinking about getting something to eat and passed out on the cold, hard floor" and reportedly hit her head on the floor. The patient stated at about 9:30am, her husband found her on the floor "cold and stiff" and gave her an expired glucagon injection and called emergency medical services (ems) at approximately 9:45am. The patient reportedly revived prior to the arrival of ems, and no additional readings were taken by ems. The patient reported she was given ice cream and grape juice and she felt much better. The patient reported she removed her insulin pump and went back to bed and slept all day. The patient reportedly refused transport to the hospital. By late evening the patient reported testing on her lfs meter and obtained a reading of "300-400mg/dl" and bolused herself with insulin (unknown dose) accordingly, and felt the meter was working correctly. The alleged issue did not undergo troubleshooting per the patient's request. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of severe hypoglycemia and required treatment from a third party.